Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned, however two electronic photos were provided for review. Based on the photo review, the investigation is unconfirmed for the reported inflation hub detachment, as the hub is not seen to be detached from the inflation lumen. Additionally, no issue could be identified with the connection between the hub, and luer connector. The definitive root cause for the reported detachment could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure.

Event description:
It was reported that during a vascular access interventional therapy, the inflation hub of pta balloon catheter allegedly detached. Reportedly, the device had been inflated below rbp pressure. There was no reported patient injury.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer; however photos were provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular access interventional therapy, the inflation hub of pta balloon catheter allegedly detached. Reportedly, the device had been inflated below rbp pressure. There was no reported patient injury.